Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Review of the logfile confirms a message was displayed during surgery, thus the treatment was interrupted and the surgeon continued the surgery without the eye tracker at his own responsibility. The company strongly recommends to use the eye tracker during the treatment. During a onsite visit the fse (field service engineer) was able to duplicate customer reported event. To fix this issue, the fse replaced the ir-led ring and successfully completed system verification to specification. The root cause could not be identified conclusively. Most possible root cause is a faulty ir-led array. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A healthcare professional reported eye tracker issues. The recognition of the pupil did not work and was very unstable. Several surgeries had to be performed without eye tracking. New information was received. Eye tracker could not be activated. Patients were calm. The healthcare professional reported that event occurred always during laser ablation and was seen more in photo refractive keratectomy cases and only in one lasik case. Post-operatively, no difference was noted due to not using eye tracking. There are two reports for this facility. This report addresses the lasik cases and another manufacturer report will be filed for the photo refractive keratectomy cases.